Event description:
Boston scientific received information that this right ventricular lead displayed high, out of range pace impedance measurements and loss of ventricular capture. There were no adverse patient effects reported with these clinical observations. During a routine pulse generator explant procedure, the lead was cut and capped.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed high, out of range pace impedance measurements and loss of ventricular capture. There were no adverse patient effects reported with these clinical observations. During a routine pulse generator explant procedure, the lead was cut and capped. Additional information indicated that the right ventricular (rv) lead was fractured. The lead was uncapped and reused during the recent device change out. The rv lead remains in service. No additional adverse patient effects were reported.